Event description:
It was reported that pump displayed malfunction alarm with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and call back if issue appeared again, which customer acknowledged and understood.